Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to duplicate the reported event, no anomalies were found during functional testing, however, the firmware needed to be updated to pass firmware testing.

Event description:
It was reported the usb module does not work or even light up. No patient complications were reported as a result of this event.